Event description:
It was reported that the transmitter power adapter was burned.

Event description:
New information notes the device was returned to sjm (B)(4) 2013.

Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.